Event description:
A nurse reports that during intraocular lens (iol) implant surgery, a torn haptic was noted after the iol was inserted into the pt's eye. The incision was enlarged to facilitate removal and replacement of the iol and a suture was required.